Event description:
It was reported that the endowrist prograsp instrument was defective. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument moved intuitively with full range of motion and all components functioned per specification. Engineering also observed the distal end of the main tube has a section with material removed all around the tube. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.